Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. As mentioned, the customer noted that this was occurring on two different cv-190s. He confirmed that there was an image present when connecting 190 series scopes to the cv-190. He also noted that he tried the same 180 series scopes with the same cables on a different cv-190 tower and was able to get an image without issue. The customer requested to send in both cv-190s in for repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center would not produce an image when connected to 180 series scopes. Reportedly, this same failure was occurring with two different cv-190 units; please see report 80100-2021-1416947 for the other reported unit. According to the initial reporter, this event did not occur at the same time as the event associated with report 80100-2021-1416947. Per the initial reporter, this event did not have patient involvement at all.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.